Event description:
It was reported that there was no urine flow in the foley catheter but it refluxing and noticed that it was not connected to the reflux part and was connected to inflation valve. The user attempted to drain the water but could not able to pull it all. The user injected 20cc of sterile water again and the foley catheter fell out after 15 minutes. Per sample evaluation on 19-oct-2021, it was found that the foley catheter balloon was found to be mushroomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed cause unknown. An amber 3-way foley catheter was returned opened without original packaging. Catheter was evaluated from a deflation issue in investigation 2973329. The catheter was returned partially inflated. The balloon was deflated with a luer lock syringe without issue. The balloon was noted to have mushroomed. The balloon inflated concentrically without issue. After 5 minutes no leaks were noted. Using a luer lock syringe the catheter was deflated without issue. The catheter was reported to have an inability to deflate. Investigation 2995315 was opened for this issue. Using a luer lock syringe the catheter was inflated with 50 ccs of di water. The balloon inflated concentrically without issue. After 15 minutes no leaks were noted. Using a luer lock syringe the catheter was deflated without issue. Catheter met specification, as it would pass functional leak testing. Using a slot french gauge, the catheter was confirmed to be a size 20 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon". "To deflate balloon and remove catheter, insert a luer tip (needle-less) syringe in the inflation valve to allow the water to drain spontaneously". The actual/suspected device was inspected

Event description:
It was reported that there was no urine flow in the foley catheter but it refluxing and noticed that it was not connected to the reflux part and was connected to inflation valve. The user attempted to drain the water but could not able to pull it all. The user injected 20cc of sterile water again and the foley catheter fell out after 15 minutes. Per sample evaluation on 19oct2021, it was found that the foley catheter balloon was found to be mushroomed.